Manufacturer narrative:
The device was not returned for analysis as it was reported to have been discarded at site. Attempts were made to get the device's lot number, however, these attempts were unsuccessful. Vasospasm is a known inherent risk of mechanical thrombectomy procedure and is documented in the cello balloon catheter instruction for use. Based on the reported information, there is no evidence suggesting that the device was defective, but rather a procedure related event. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that vasospasm occurred that was treated with 10 mg verapamil. The spasms were found to have been caused by the cello in the internal carotid artery (ica). The patient was undergoing a mechanical thrombectomy treatment for an acute ischemic stroke due to occlusion in the right middle cerebral artery mca. After the 1st pass of the stent retriever, the angio revealed mild to moderate vasospasm of the right internal carotid artery (ica) and 10 mg of verapamil was given. There was improvement of the vasospasm. Two more passes were made with the stent retriever, however, because of continued spams, the physician encountered difficulty in advancing the guide catheter further into the mca superior division. Because of time constraints related to the onset of symptoms, in conjunction with neurology it was decided to abort further intervention. Angiogram was taken and a second dose of verapamil was administered directly into the left ica. The patient tolerated the procedure well with no immediate complication. Post intervention there was successful revascularization of the m1 segment and inferior division of the right mca. Partial revascularization of the m2 segment of the superior division (tici 2b score). The patient nih stroke scale (nihss) improved significantly: baseline nihss was 12 and post intervention nihss was 5.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.